Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The oversensing was confirmed on the stored electrocardiograms. The patient did not receive inappropriate therapy during the episodes. The device was reprogrammed.